Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the lesion located in the calcified right coronary artery (rca). After pre-dilation, a 2.25x24mm promus element stent was advanced but could not cross the lesion. Next a 2.75x16mm promus element stent was advanced and deployed in the rca. The 2.25x24mm promus element stent was re-advanced but still could not cross the lesion. Then a 2.5x32mm promus element stent was tried to be "delivered to the distal lesion", but after several attempts could not cross the lesion at the mid rca. When the stent was pulled from the rca, it was noted that the distal proximal stent was "shortened". The area was post dilated with a 3.5x8.0mm quantum maverick balloon. Additional stenting was also performed in the proximal to mid left anterior descending artery with overlapping promus element stents [ 2.75x32mm, 2.75x16mm]. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.75x32mm promus element stent was successfully implanted overlapping the previously implanted 2.75x16mm promus element stent located in the proximal rca, not the left anterior descending artery as previously reported. There was only one 2.75x16mm promus element stent used in the procedure. The 2.5x32mm promus element stent was successfully implanted in the proximal rca, but was previously reported that it did not cross the lesion. The 2.25x24mm promus element stent was advanced four separate times but could not cross, and upon the final withdrawal hit the 2.75x16mm promus element stent causing stent deformation.